Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted and then removed on (B)(6) 2020. The surgeon modeled the patient and noticed what appeared to be an aneurysm when he was finished. He removed the implant and inserted a new 22cm implant. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed an aneurysm in the bladder of cylinder 1, indicating over-inflation of the device. No functional abnormalities were noted with the pump, cylinder 2, or the connector segment. The information received indicated the device was used for modeling. After modeling and testing were completed, an aneurysm was noted, prior to closure of the corporas. The device is capable of generating pressure sufficient to cause an aneurysm in an unrestricted bladder. It was concluded that due to the modeling, excess stress was exerted on the cylinder, and may have contributed to this occurrence.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, the cylinder was implanted and then removed. The surgeon modeled the patient and noticed what appeared to be an aneurysm when he was finished. He removed the implant and inserted a new 22cm implant. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.